Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient this cardiac resynchronization therapy defibrillator (crt-d) experienced undefined symptoms with inappropriate pacing. It was determined that the right atrial (ra) lead and the right ventricular (rv) lead were transposed in the device header. Subsequently, the patient underwent a revision procedure and the leads were "detacted" and re-inserted into the proper ports. No further complications have been reported. This product remains in-service.